Manufacturer narrative:
Device broke intra-operatively and was not fully implanted or explanted. Manufacturing evaluation investigation: the measurable dimensions of the broken screw were checked where possible and found to be within specifications. A visual inspection confirms that the broken surface is homogenous, which indicates material conformity. Also, a device history record review confirms that this lot was manufactured with correct raw material and the lot was released after successful final inspection with no findings. A mechanical overloading situation during insertion may have caused the device breakage. However, there is no indication for material or design related issues found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported the event from (B)(6).

Event description:
The screw in question broke during pelvic surgery. A piece of the broken screw remains inside the patient¿s body. No surgical delay was reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not reported. The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA a second device history records was conducted. The report indicates that the: manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 14. Oct. 2014, expiry date: 01. Oct. 2024, 404.045s / lot 9199362. This complaint is assessed as not related to sterilization. Thus, the documents for the corresponding non sterile part 404.045 lot 9170696 were reviewed with the following result: no anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 25. Sep. 2014, 404.045 / lot 9170696. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.